Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received error code message. The customer¿s blood glucose level was unknown. Customer stated that they need to change batteries more frequent and had cracks on insulin pump near battery cap threading. Customer stated that the insulin pump received no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.